Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaw had broken and fell in the patient and was retrieved from the patient using a new hemopro. The rest of the case was done using the new hemopro. There was no significant procedural delay. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic veinharvesting procedure, vasoview hemopro vh-3500 jaw had broken and fell in the patient and was retrieved from the patient using a new hemopro. The rest of the case was done using the new hemopro. There was no significant procedural delay. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot #25153858 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. A photographic evaluation was done based on the photographic evidence provided by the hospital. Based on the photograph, signs of clinical use and evidence of blood and tissue particulates were observed on the jaws. The photograph captured the detached silicone completely detached from the hot jaw, exposing the heating element. The device was returned to the factory for evaluation on 27nov2020. An investigation was conducted on 16feb2021. Signs of clinical use and evidence of blood and heavy tissue particulates was observed on the welder unit. The silicone insulation on the hot jaw was completely detached, exposing the metal from the tip and heating element. The jaws were observed to be broken. The hot jaw was observed to be snapped off from the base, however the heater wire remained attached at the base. Based on the returned condition of the device, the reported failure "break; jaw" and "material twisted/ bent wire" were confirmed, as well as the analyzed failure ¿peeled; silicone detached".